Manufacturer narrative:
Findings: pump had cracked case at display window corner, battery tube threads, reservoir tube lip almost completely broken off and test reservoir did not lock/click into the reservoir tube properly, cracked belt clip slot, cracked case at reservoir tube window corners, reservoir tube window, minor scratched and cracked display window. (B)(4).

Event description:
The customer was reported via phone call that, piece of the reservoir compartment has been broken. The blood glucose was unknown at the time of the incident. Customer advised to replace and discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.